Manufacturer narrative:
(B)(4). The investigation is on-going and a follow-up MDR will be sent once the investigation is completed. (B)(4).

Event description:
Philips received a complaint that alleged that the respiratory belt is tearing loose. There was no reported injury.